Event description:
The customer contacted baxter's service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated there was air in the patient line. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance was contacted by the hp on (B)(6) 2011 regarding the alarm. The home patient (hp) stated that the issue was resolved; however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, they did not receive any injury or medical intervention as a result of this incident. The hp stated that they were doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a low drain volume alarm was confirmed. The root cause was air in the patient line. This issue has been escalated to CAPA.